Manufacturer narrative:
The state inspector advised that the protective guards on the device's mechanism were missing and that instead of replacing, the facility had installed a barrier foam and tape of some type. Manufacturer advised that this was not an acceptable repair and that replacement parts are available for the device. Notified care facility involved and advised regarding the modification and the specific parts that apparently require replacement. This is a maintenance issue and not a product problem. Finished device is obsolete and no longer offered; however, replacement parts are still available.

Event description:
Manufacturer was contacted by the office of the inspector. They advised that a patient in a care facility had apparently stuck her finger under the seat and into the chair's recline mechanism. As a result, when the chair position was changed, her left index finger was amputated below the fingernail.